Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that body fluids had leaked into the pacemaker through a hole in the can. This started a corrosion process which caused the reported malfunction. The hole in the pacemaker can was made in the field, most likely during a lead revision.

Event description:
It was reported that the pulse generator exhibited no output. A perforation was seen on the front of the device when it was explanted. It was noted that the patient had a lead revision at another hospital in 2007.